Event description:
It was reported by the patient that they experienced dizziness and shortness of breath and felt like they were having more premature atrial contractions (pacs) since their device was last checked. No further information was able to be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).